Manufacturer narrative:
H11: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was not returned for evaluation. One photo was provided for evaluation. The photo shows an implanted dialysis catheter. The cuff was noted to be partially moved out and expelled from the patient body. Therefore, the investigation is confirmed for the reported expulsion and failure to bond issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent dialysis catheter placement procedure. It was further reported that the cuff of the catheter was allegedly already half out. It was further reported that bleeding was observed. There was no reported patient injury.